Event description:
Boston scientific received information that the left ventricular (lv) lead implanted with this implantable cardioverter defibrillator (ICD) does not appear to be capturing and impedances are intermittently greater than 2000 ohms. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information indicates the left ventricular (lv) lead pacing impedance measurements continue to be high and out of range. All available information indicates the device and lead remain in service. This report will be updated should further information become available.

Manufacturer narrative:
(B)(4). Additional information was received that the device was programmed to right ventricular (rv) lead pacing only and to minimize rv pacing, turned biv trigger off until a decision can be made regarding the left ventricular (lv) lead. The patient also reported receiving a shock, however a boston scientific technical services (ts) review of the device data found no shock had been delivered at the time reported by the patient. Both the device and lead remain inservice and no adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over six years later during a device upgrade procedure. The device was subsequently returned for analysis.